Manufacturer narrative:
Concomitant product: product ID 7426, serial# unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient consulted with his doctor concerning a pulling sensation in the upper limbs. It was noted that conduction seemed to be active with reading of lead impedance > or = 2,000 ohms at 40 ¿a. It was noted that the measurement of lead impedance was always around 900 ohm with an output of ¿a until around july 2013. It was noted that worsening of withdrawal symptoms were observed when the patient visited the hospital in august 2013 and the lead impedance measurement was > or = 2,000 ohm at 22 ¿a. It was note that the physician adjudged insufficient stimulation due to increase in impedance and ¿increased the voltage to 40 ¿a.¿ it was noted that the patient¿s symptoms improved satisfactorily. It was further noted that the pulling sensation appeared in recent 2 to 3 weeks which lasted several seconds each time but occurred sever times. It was noted that the pulling sensation was becoming longer. It was noted that there were no symptoms observed at the time of visit and that the patient¿s condition looked fine. The physician considered that the lead impedance varies daily and the pulling sensation and other side effects of stimulation might be felt by the patient when the impedance decreases. It was noted that the physician adjudged that the pulling sensation might be a side effect of excessive stimulation and reduced the output to observe clinical course. Refer to manufacturer report # 3007566237-2013-03549